Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture baker grade iii, experiencing pain, swelling and breasts feel very hard, rigid. Additionally, physician reported patient has been experiencing increasing levels of aesthetic and functional discomfort, considering the risks of alcl and aiming at symptoms relief, patient would like to have implants replaced. Device remain implanted.